Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Correcting UDI#: (B)(4). This is a follow up report for this corrected information. Device received for this event is being corrected from astratech impl ev 3.0s 8mm os catalog#: 26301 to astratech impl ev 3.0s 11mm os catalog#: 26303. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Medical device problem code - 3190. The correct codes for this complaint are: medical device problem code - 1863. This is a follow up report for this corrected information.